Manufacturer narrative:
(B)(4). Method: the two returned complaint chambers were visually inspected. Results: the visual inspection revealed that there was a crack near the base and close to the hinge bracket on both chambers. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the root cause cannot be determined. All mr290 chambers are pressure tested and visually inspected prior to distribution. These tests check for physical damage and leaks. Any chamber which fails the pressure testing or visual inspection is rejected. This suggests that the damage occurred post-production, possibly during storage or transport the user instructions which accompany the mr290 chamber state ensure that the appropriate ventilator alarms are set "do not use the chamber if the seals are not intact when received, or if it has been dropped." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was leaking from the base while in use with an rt235 infant dual-heated evaqua breathing circuit. No patient consequence was reported.